Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that there is a leak at the junction of the tubing and the spike and that there was a spill on the floor.

Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample was provided for evaluation. Visual inspection noted no findings. Functional evaluation detected that the cross spike was clogged. The sample was cleaned and uncoggled using a thin metal piece that could pass inside the cross spike end allowing the food to flow with no issue found. The reported complaint was not identified, nor was the complaint manufacturing related. The reported customer complaint could not be confirmed. The root cause was determined to be related to dense food/formula clogging the spike connector. This complaint will be utilized for tracking and trending purposes.